Event description:
The customer reported via phone call that the insulin pump alarmed button error. She stated that she received the alarm once the night prior to the call and another one again on the day of the call. She stated that she had been at a pool party and set the insulin pump down by her chair after turning the device off. She stated that the insulin pump may have been exposed to water. The customer did not know the blood glucose reading. The customer did not observe any other significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has cracked case at the reservoir tube lip, minor scratched lcd window and stained end cap sticker.